Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced damaged soft cannula event. Event occurred within three hours of insertion. Insertion site was at abdomen. Patient changed supplies as necessary and resumed insulin therapy no further information available.